Event description:
The patient contacted animas on (B)(6) 2012, stating the down arrow keypad button was intermittently unresponsive for several months. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The otp pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: during the product analysis investigation contamination was found under all of the pump buttons, the contrast button was intermittently responsive, and a tear was over the contrast button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.